Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 18-dec-2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Consumer stated that four u by kotex sleek regular tampons unraveled and came apart upon removal leaving pieces inside. She was not confident she removed all remaining pieces. She stated she was unsure if she will seek medical assistance.